Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not deflate. The balloon was cut at the distal handle of the scope to remove the device. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.